Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the up arrow and down arrow keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. The contrast button was unresponsive, which has no effect on insulin delivery; the contact was found to be misaligned. The keypad cover had been returned torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).